Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath, cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report they filed as product problem, as per the latest pms reportable decision this is serious injury case. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath, cough and cancer an issue related to a CPAP device's sound abatement foam. Section b - adverse event/product problem was corrected to both. Section b - outcomes attributed to ae was updated to other. Section h -type of reported complaint was changed from product problem to serious injury. Section h -patient outcome code grid, health impact grid code was corrected and updated in this report.

Manufacturer narrative:
Additional information was received on may 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath, cough and cancer an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box e - initial reporter details have been updated. Box g - report source - other have been updated. Box h - recall (z) number updated in this report.